Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was initially reported that during/before (it is unclear when the problem occurred) an unknown procedure, the jaw would not open on the device. It was unknown on which firing the event occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient. Received the following information on (B)(4) 2010: as this event occurred before use on the patient, the device was not used on the patient.